Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer. The o2 gas module was replaced and returned for investigation. The device logs were not received. A screenshot confirmed the reported failure. The reported failure was reproduced during simulated use test of the returned o2 gas module. The failure was caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The failure of the delta pressure transducer leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. The root cause for the defective delta pressure transducer could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).